Manufacturer narrative:
The reported complaint of "ua45 (not at "home" position after power-on/restart) error message was observed and could not be cleared due to stuck shaft" was confirmed during visual inspection, functional testing, and based on archive data review. The root cause was due to the stiff driveshaft not to be at "home position." The driveshaft clutch area needed to be cleaned to remedy the identified stiff manual rotation of the driveshaft. During visual inspection, the autopulse platform driveshaft was observed to be stiff/stuck; thus, confirming the reported complaint. In addition, unrelated to the reported complaint, it was observed that the platform front cover was damaged. The observed physical damage was appeared to be the characteristic of possible harsh impact. A review of the autopulse platform archive was performed, and it showed multiple ua45 (not at "home" position after power-on/restart) error messages to have occurred on (B)(6) 2019 rather than the reported event date of (B)(6) 2019. During functional testing, upon powering up the platform, ua45 was displayed. Therefore, the reported complaint was confirmed. Following service, including cleaning of the driveshaft clutch area and adjustment of the driveshaft to "home position," as well as replacement of the front cover, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn: (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform displayed a user advisory ua45 (driveshaft not at "home" position after power-on/restart) error message. The customer replaced a new lifeband, and the ua45 was cleared. However, the lifeband failed to retract, and the customer noted that the drive shaft was stuck. Ua45 was observed again. No consequences or impact to patient was reported.